Event description:
The manufacturer's representative reported, that a pump alarm test was conducted inside clinic environment, alarm was inaudible without using a stethoscope. No adverse patient event was reported.